Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with crystallised contrast visible in the balloon. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon distal tip. The balloon failed to maintain pressure. Upon visual inspection of the device it was noticed that deformation was evident to the device inner member and a 0.015 inch mandrel could not pass through the guidewire lumen. The inner member material appeared to be protruding upwards at the deformation site. It was evident that upon inflation of the device liquid entered the guidewire lumen via the puncture in the inner member and exited through the distal tip. No other damage was evident to the remainder of the device. Correction: device return date, device ret to mfg ticked. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was in the prox lad. The lesion was not tortuous, was calcified, with 85% stenosis. Negative prep was performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. Blood was noted going to the inflation device when an attempt was about to be made to inflate the device. No inflation pressure was applied. There was no sudden or gradual drop in pressure noted on the inflation device. No surgical intervention was required. The patient's health status is alive. After the case, an attempt was made to inflate the balloon, but and it wouldn¿t inflate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx coronary des to treat a lesion. The device was inspected with no issues noted. It was reported that balloon burst occurred during stent deployment in the first inflation. It was also noted that there was blood going to the inflation device during the first inflation. No patient injury was reported.